Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results. The reporter obtained blood glucose values of 216mg/dl on a lifescan meter and 113mg/dl on another meter within 30 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the difference between the two results exceeds the maximum acceptable value of 30% difference between readings compared to another meter within 30 minutes of each other. The reported results did not meet lifescan's acceptable accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014) device evaluation. The lay user/patient¿s meter and strips have been returned on 05/20/2014 and evaluated by lifescan product analysis on 06/27/2014 with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/07/2014) correction. Supplemental sent to correct information previously sent. The patients test strips have not been received and tested.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.